Manufacturer narrative:
As reported in a research article, an event of amulet migration post-implant procedure was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, ¿asymptomatic migration of an amplatzer amulet left atrial appendage occluder through the mitral valve," was reviewed. The research article presents a case study of an 84-year-old female with a history of paroxysmal atrial fibrillation and hemorrhagic stroke due to uncontrolled arterial hypertension. Pre-procedure, a computed tomography (CT) angiography revealed that there was no thrombus in the left atrial appendage, and the diameter of the landing zone was 18-19mm. Transesophageal echocardiography (tee) and fluoroscopy guidance were used during procedure. The patient was in sinus rhythm and under general anesthesia during procedure. A transseptal puncture was achieved. The landing zone was measured to be 19mm by fluoroscopy and 17-18mm by tee, so a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen and implanted in the intended position. The stability of the device was confirmed. The axis of the lobe was perpendicular to the neck axis of the landing zone, and the width of the lobe was 2/3 distal to the circumflex artery. A tug-test was performed which confirmed stability. There were no signs of residual shunt between the laa and the left atrium. Eight hours post-procedure, a follow-up transthoracic echocardiogram was performed, which showed that the device had migrated and was entrapped in the mitral subvalvular apparatus. The patient was asymptomatic with normal left ventricular and mitral valve functions. A snare catheter was used to successfully remove the device percutaneously. The article concluded that occluder stability could be affected by atrial contraction. The primary author of the article is petru mester md, department of cardiology, hospital of annecy, 1 avenue de l¿hopital, 74000 annecy, france the correspondence author is petru mester md with the corresponding email: petru.mester@yahoo.com.